Event description:
A consumer reported the last time the implantable neurostimulator (ins) was charged or stimulation was felt was a month ago, so the ins was currently dead and unable to be charged. It was confirmed the recharger was 100% charged so troubleshooting was performed including repositioning the antenna but it resulted in seeing the reposition antenna screen. An attempt was then made to communicate using the patient programmer (pp), but that was also unable to communicate with the ins just like the recharger. Relevant medical history includes chronic low back pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.